Event description:
During the haemorrihoidepexie procedure, the device the device delivered an incomplete staple line. The procedure was completed with sutures. There was no adverse consequence to the patient.